Event description:
It was reported that while performing routine left ptosis surgery on patient at setting 10 cut, the surgitron appeared to be subjected to a power surge causing the user to cut through several layers of tissue and into the cornea. Full examination revealed button holing of orbicularis muscle and perforation of the superior tarsal plate. On completion of bilateral lid surgery, microscopic examination of the cornea revealed a small full thickness perforation.

Manufacturer narrative:
The surgitron generator was returned to ellman for testing. To date, the electrode has not been returned. The generator was tested by ellman and found to function properly. The instructions for use recommends the use of corneal shields for surgical procedures involving the eyelid and the surround area. We conclude this event resulted from user error.